Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-22290. It was reported the patient presented with an unspecified infection. A transesophageal echocardiogram (tee) revealed there was vegetation on the right ventricular lead. The implantable cardioverter defibrillator (ICD) and right ventricular leads were explanted. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.